Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological on (B)(6) 2007 and mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent pubovaginal sling with tension-free vaginal tape obturator. Anterior and posterior colporrhaphy, vaginal extraperitoneal colpopexy, placement of grafts x 2 for pelvic support defects x2, cystoscopy due to sui, cystocele, rectocele, vaginal vault prolapse, post hysterectomy weakening of pubocervical and rectovaginal fascia.no additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/13/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient experienced hesitancy, overactive bladder, urinary retention, nocturia, and incomplete bladder emptying. (B)(4).

Manufacturer narrative:
It was reported that patient underwent cystourethroscopy with botox injection on (B)(6) 2015 and (B)(6) 2015 due to urgency, frequency, and urge incontinence. (B)(4).